Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51697], [mr#1221934-2018-51699], [mr#1221934-2018-51700].

Event description:
It was reported by the sales rep that "soft tissue only" was etched into two of his rigidfix femoral rod 10mm and two of his rigidfix femoral rod 9mm when they are in fact btb devices. There was no case or patient involvement. The devices are being returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and evaluated. Visually, the device seemed to be in good condition. As reported the device was not used, no procedure was involved. Upon further observation the correct etching was shown on the device. This complaint is not confirmed. Part number:213709 has etching of ¿soft tissue only¿, which was confirmed on the drawing, however, this will be further reviewed under mitek pia. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: mr#1221934-2018-51697, mr#1221934-2018-51699, and mr#1221934-2018-51700.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51697], [mr#1221934-2018-51699], [mr#1221934-2018-51700].